Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented for a right heart catheterization on (B)(6) 2017, but admission labs revealed a hemoglobin of 7.7 g/dl, down from baseline of 12-13 g/dl. The patient was admitted with anemia, likely due to gastrointestinal (gi) bleeding. It was reported that the patient had a three week history of darkening stools and general feeling of tiredness. The patient denied syncopy, bright red stools, abdominal pain, and nausea/vomiting. On admission, warfarin and aspirin were held and the patient was started on pantoprazole and octreotide infusion. In addition, the patient was transfused with 2 units of packed red blood cells (prbcs). An esophagogastroduodenoscopy (egd) and colonoscopy performed on (B)(6) 2017 and a capsule endoscopy performed on (B)(6) 2017 showed blood but were negative for active bleeding. Anticoagulation was resumed and the patient remained hemodynamically stable. The patient was discharged home on (B)(6) 2017 with an inr of 1.97. The patient was to receive outpatient intravenous iron infusions and to follow-up in vad clinic on (B)(6) 2018. If the patient were to bleed again, an egd and colonoscopy would be repeated. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.